Manufacturer narrative:
A touch frame printed circuit board was returned to covidien/ medtronic¿s product analysis. A visual inspection was performed and no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was alarming screen blocked.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a blank screen. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the graphical user interface (gui) touchframe printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.